Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize te signal) was confirmed. Upon investigation the belt receptacle had a damaged pin connector which was bent. The root cause for the damage is physical abuse. The root cause for the bent receptacle and bent pin was physical abuse. No adverse events occurred as a result of the defective monitor.

Event description:
09/24/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the belt was unable to recognize an therapy electrode signal.